Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("postoperative complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device dislocation, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ device dislocation, pelvic pain, menorrhagia, psych injury, and post procedural complications were added. Patient demographics, and essure removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 641419, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("postoperative complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device dislocation, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for bleeding and migration. Lot number: 628306 manufacture date: 2008-10 expiration date:2011-10. Lot number: 641419 manufacture date: 2009-05 expiration date:2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. We received a lot number/returned sample/serial number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 641419, 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("postoperative complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device dislocation, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for bleeding and migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Reporter information was added. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.